Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Info was not provided by the initial contact. Info is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the mfg process.